Event description:
Our affiliate is reporting to us that a patient underwent an uneventful latarjet procedure on (B)(6) 2012. During recovery, the patient had an "epileptic fit", and as a result of this episode, the attachment screw used in the latarjet repair, pulled out of the bone, which intern required a re-surgery to reattach the bone block onto the glenoid; 4mm cancelous trauma screws were used to re-attach. The surgeon suggest that the thread pitch of the latarjet 36mm screw is not great enough, recommends a pitch increase for strength increase against pullout.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report. Awaiting return of complaint device.

Manufacturer narrative:
(B)(6) days have passed since this issue was reported to mitek, and to date, no additional information other than what was originally reported has been received. No lot number has been supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. We cannot tell anything from this; however, this issue was precipitated by an abnormal event not driven by any failure of deficit of the mitek device. The traumatic event that the patient underwent during recovery, the epileptic seizure, is not part of a normal post-op recovery, and is not a consideration in the development of such medical devices; bone anchors for soft tissue fixation in an orthopedic environment. We attribute the issue to an extraordinary event not controlled, caused, or contributed too by the mitek device. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.